Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, before intraocular lens implantation surgery, the physician noticed scratch on the lens. Additional information has been received stating that the scratch was found during the setting of the lens.

Manufacturer narrative:
The product was returned. A deep scrape mark is observed on the edge of the posterior surface of the optic. Scuff marks are observed on both the anterior and posterior sides of the optic near the scrape marks. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).